Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a subject coincident with extraneal, physioneal, and nutrineal therapies for automated peritoneal dialysis. It was not reported whether pd was ongoing. On (B)(6) 2010, the subject experienced bacterial peritonitis manifested by cloudy peritoneal effluent, which resulted in hospitalization that same day. The peritonitis was without septicaemia and the primary contributing factor to the event was unknown. On (B)(6) 2010, empiric antibiotic treatment with ip ciprofloxacin (dose and frequency not reported) was started. On (B)(6) 2010, the subject was discharged from the hospital. On (B)(6) 2010, treatment with ciprofloxacin ended. The patient recovered from this peritonitis event on (B)(6) 2010. Study title: endotoxin-associated sterile peritonitis observational study (e-steps) protocol number: (B)(4). Subject number: (B)(6). Subject initials: not reported study sponsor: baxter.